Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is inconclusive for the reported catheter migration issue as the exact circumstances at the time of the reported event are unknown and cannot be confirmed from the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately 5 months post port placement on rhs, the catheter allegedly flipping up into ij. It was further reported that catheter too short and tip allegedly not in correct position. Reportedly port was removed form patient body and new port was placed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 10/2021.

Event description:
It was reported that approximately 5 months post port placement on rhs, the catheter allegedly flipping up into ij. It was further reported that catheter too short and tip allegedly not in correct position. Reportedly port was removed form patient body and new port was placed. There was no reported patient injury.